Event description:
The customer reported that there is zipper damage to one of the panels. They could not specify problem or panel. There was no pt injury reported.

Manufacturer narrative:
(B) (4) - zipper damage. Evaluation of the returned product shows that the panel side b window zipper slider body is open. (B) (4).